Event description:
The reporter contacted lifescan alleging that the meter's battery compartment does not open. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) is k073231.